Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("recurrent pain every day"), transient ischaemic attack ("transient ischaemic attack due to intoxication with heavy metals"), metal poisoning ("transient ischaemic attack due to intoxication with heavy metals"), brain injury ("injury to brain"), internal injury ("injury to organs") and nerve injury ("injury to nerves") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), brain injury (seriousness criterion medically significant), internal injury (seriousness criterion medically significant) and nerve injury (seriousness criterion medically significant). The patient was treated with surgery (ablation of uterine tubes and uterus very soon). At the time of the report, the pelvic pain, transient ischaemic attack, metal poisoning, brain injury, internal injury and nerve injury outcome was unknown. The reporter provided no causality assessment for brain injury, internal injury, metal poisoning, nerve injury, pelvic pain and transient ischaemic attack with essure. The reporter commented: events started since (B)(6) 2017. Ablation of uterine tubes and uterus very soon. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced recurrent pain every day (interpreted as pelvic pain), transient ischemic attack due to intoxication with heavy metals, injury to brain, injury to organs, and injury to nerves. Hysterosalpingectomy was planned. The events were serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Considering the other events, the patient mentioned a heavy metal poisoning as initial noxa. The essure inserts consist of a nickel-titanium alloy considered to be generally safe. In vitro tests have shown that nickel ions may be released from essure, but it is unlikely that the amount of nickel released is sufficient to cause a metal poisoning. Metal allergies were not mentioned. Based on these considerations, the metal poisoning and the other events were considered unrelated to essure. This case was classified as incident in line with the ha assessment and due to planned device removal. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 28-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('recurrent pain every day'), transient ischaemic attack ('transient ischaemic attack due to intoxication with heavy metals'), metal poisoning ('transient ischaemic attack due to intoxication with heavy metals'), brain injury ('injury to brain'), internal injury ('injury to organs') and nerve injury ('injury to nerves') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 (complication with last pregnancy.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced metrorrhagia ("breakthrough bleeding almost every month lasting 3 to 4 days"). On (B)(6) 2011, the patient experienced cardiac arrest ("cardiac arrest with resuscitation"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), brain injury (seriousness criterion medically significant), internal injury (seriousness criterion medically significant), nerve injury (seriousness criterion medically significant), genital haemorrhage ("after removal, bleeding 3 days later, lasting 9 days"), pain ("various multiple pains have gradually appeared over the years"), gait disturbance ("problems walking"), dizziness ("dizziness") and general physical health deterioration ("deterioration of general condition") and was found to have a pregnancy with contraceptive device ("2 spontaneous abortions at around 15 days of pregnancy: one at the end of 2012 and one in (B)(6) 2014"). The patient was treated with surgery (ablation of uterine tubes and uterus very soon). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, transient ischaemic attack, metal poisoning, brain injury, internal injury and nerve injury outcome was unknown, the pregnancy with contraceptive device, metrorrhagia, cardiac arrest, dizziness and general physical health deterioration had resolved and the pain, gait disturbance and allergy to metals had not resolved. The reporter provided no causality assessment for allergy to metals, brain injury, cardiac arrest, dizziness, gait disturbance, general physical health deterioration, genital haemorrhage, internal injury, metal poisoning, metrorrhagia, nerve injury, pain, pelvic pain, pregnancy with contraceptive device and transient ischaemic attack with essure. The reporter commented: events started since (B)(6) 2017. Ablation of uterine tubes and uterus very soon. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Allergy test - in (B)(6) 2017: nickel allergy - positive patch test (++). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-oct-2020: reporter's initials updated. Date of birth, weight and height added. Product insertion and removal date added. Medical history added. Lab test added. Events: device ineffective, pregnancy with contraceptive device, metrorrhagia, pain, gait disturbance, allergy to metals, cardiac arrest, genital haemorrhage, dizziness, general physical health deterioration added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("recurrent pain every day"), transient ischaemic attack ("transient ischaemic attack due to intoxication with heavy metals"), metal poisoning ("transient ischaemic attack due to intoxication with heavy metals"), brain injury ("injury to brain"), internal injury ("injury to organs") and nerve injury ("injury to nerves") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), brain injury (seriousness criterion medically significant), internal injury (seriousness criterion medically significant) and nerve injury (seriousness criterion medically significant). The patient was treated with surgery (ablation of uterine tubes and uterus very soon). At the time of the report, the pelvic pain, transient ischaemic attack, metal poisoning, brain injury, internal injury and nerve injury outcome was unknown. The reporter provided no causality assessment for brain injury, internal injury, metal poisoning, nerve injury, pelvic pain and transient ischaemic attack with essure. The reporter commented: events started since (B)(6) 2017. Ablation of uterine tubes and uterus very soon. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced recurrent pain every day (interpreted as pelvic pain), transient ischemic attack due to intoxication with heavy metals, injury to brain, injury to organs, and injury to nerves. Hysterosalpingectomy was planned. The events were serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, the other events are unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Considering the other events, the patient mentioned a heavy metal poisoning as initial noxa. The essure inserts consist of a nickel-titanium alloy considered to be generally safe. In vitro tests have shown that nickel ions may be released from essure, but it is unlikely that the amount of nickel released is sufficient to cause a metal poisoning. Metal allergies were not mentioned. Based on these considerations, the metal poisoning and the other events were considered unrelated to essure. This case was classified as incident in line with the ha assessment and due to planned device removal. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Active follow-up cannot be pursued in this ha case.